Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no nonconformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any patient consequences? None reported how long was the delay? A few minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? None reported. Was there any change in the patient¿s postoperative care due to the prolonged procedure? None reported. Did any needle piece fall into the patient? Unknown if yes, was the needle piece(s) retrieved during the same procedure? Were xrays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? None reported. If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Do you have any pictures of the device? No.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2024 and suture was used. During the procedure, the suture, with barely any tension, the suture was falling out of needle, breaking at multiple suture points and at needle base. The suture was passed back and the needle tip was gone. The surgery was prolonged. There were no adverse patient consequences. Additional information was requested.